Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion set has to be primed when it has been temporarily disconnected and insulin does not drip from the tubing until 16 units have been delivered. No adverse event reported. Requested return of the alleged device for evaluation.